Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had a temperature alarm in his pump history that morning. As the pump was sitting on a dresser, the customer did not see the alarm. The customer's blood glucose level was 214 mg/dl.